Event description:
It was reported that it was found during the surgery that the straight pituitary was broken at the pivot point. The instrument could not be used. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visual and optical examination reveal that the bottom arm of the pituitary has two vertical cracks (one on each side) running from the center of the pivot point hole down though the arm. The pin that jaw pivots on is no longer in the arm and was not returned, the cracks in the arm could have given enough clearance for the pin to come out. The arms are splayed apart indicating that an excessive force was placed on them. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.